Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the distal cover fell off, which occurred in the facility, due to the below user¿s mishandling. - chemicals such as antifogging products attached to the distal cover. As a result of chemical attack, it was damaged, which led to the condition that the distal cover was easy to be detached from the endoscope. - the distal cover became to be insufficiently attached to the endoscope, which led to the condition that the distal cover was easy to be detached from the endoscope. However, the root cause of the phenomenon could not be determined. The event can be detected and prevented by following the instructions for use which state: "the operation manual chapter 4, section 4.1 describes how to detect the subject event. The operation manual chapter 3, section 3.5 describes how to prevent the subject event." Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained confirms the distal cover is a design change product. The cover was not dropped off inside the patient's body, but was discarded together with gauze etc. After the scope was removed and before it was reprocessed. The procedure was not prolonged and the sedation was not prolonged. No additional intervention preformed. The patient has already been discharged from the hospital and there is no health damage.

Event description:
An olympus employee reported on behalf of a customer, after a combination use of maj-2315 and evis lucera elite duodenovideoscope, the tip hood (maj-2315) disappeared. It is unknown at what point the tip came off; it either came off in the patient¿s body or during cleaning process. There is a possibility the tip was loosely attached, and someone removed it after removing the scope. The hospital expects if the tip fell within the patient, there would be a natural excretion with body shedding. The therapeutic endoscopic retrograde cholangiopancreatography (ercp) was completed using the subject device. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.